Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent strut damage had occurred. In 2005 the mildly tortuous mid right coronary artery (rca) was pre dilated with a 3.0 x 9 mm maverick balloon. A 3.0 x 8 mm taxus express2 drug eluting stent was unable to cross the lesion. It was pulled back into guide. Once removed, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. There were no reported pt complications.